Event description:
Caller reported a malfunction on their insulin pump, which was identified as a specific malfunction code but did not result in the customer's blood glucose level exceeding 500 mg/dl. There was no adverse impact to the customer¿s blood glucose level. The pump was replaced to resolve the issue, and the customer will use a backup insulin pump for insulin therapy until the replacement arrives.